Event description:
Pt with lennox gastaut syndrome and with vagal nerve stimulator that was implanted at another facility 6-7 months ago suffered a respiratory arrest while being suctioned nasotracheally with a yankauer suction catheter for 15 seconds. Pediatric advanced life support was initiated and the pt was resuscitated but did not regain consciousness. Pt met brain death criteria and was pronounced dead. Vagal nerve stimulator was turned off prior to the surgery and rechecked after respiratory arrest. There was no output current; the stimulator was off.